Manufacturer narrative:
B3-date of event is estimated. A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2023-06044. It was reported that patient experienced ineffective therapy due to lead migration and pain at the ipg pocket site. Surgical intervention was undertaken wherein the lead was replaced and the ipg relocated. Effective therapy was restored post operatively.